Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted the twist clamp was not fully aligned to the notch of the main body. Leak and clear passage testing were performed with no issues noted. Clamp function testing was performed and no internal leak through the closed clamp was observed on either samples; however, the detent of the twist clamp will not fully align with the notch of the main body the reported condition was verified. The cause of the condition was a manufacturing related issue that occurred during the milling process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) minicap extended life pd transfer sets were unable to close. The event was further described as ¿white clamp cannot be closed¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.